Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: the device was received for evaluation. Functional inspection/testing was performed which revealed a leak from the port tube seal. The reported condition was verified. The cause of the condition was due to sealing during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one container leaked from unspecified location. This issue was identified during filling. There was no patient involvement. No additional information is available.